Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. There was no prolapse of the leaflets. The posterior medial leaflet (pml) was restricted. A cds (10258585/23) was advanced. It was noted that positioning the clip was difficult due to the restricted pml. After several grasping attempts, the clip was successfully implanted and the mr grade was reduced to 1. 24 hours post-procedure, it was found that the implanted clip had detached from the posterior leaflet; the mr grade increased to 3-4. There was no damage to the leaflet reported. No additional treatment is planned and the patient was confirmed to be clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated posterior medial leaflet (pml) was restricted. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet(s) and/or slda cannot be determined. Based on the information reviewed, there is no indication of a product deficiency. Mitral regurgitation and single leaflet device attachment are listed under the potential complication and adverse events of instruction for use (IFU) and are foreseeable events associated with mitraclip procedures.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.